Manufacturer narrative:
Analysis of the returned device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. The probable cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation code of operational context will be assigned to this investigation. Three fibers used in the same procedure by the same user facility: this report is for the same event as manufacturer report: 2937094-2018-00521 and 2937094-2018-00520.

Event description:
Analysis of the returned device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Based on device analysis, the potential for forward firing may exist. There was no patient injury.